Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the nurse that during surgery a cold welded occured, details will follow 8th feb. Approx.

Manufacturer narrative:
The reported event that proximal lateral humerus plate axsos 3 ti for right humerus 3 hole / l86mm was alleged of issue s-44 (cold welding) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the use of power tool for final insertion of the locking screw. Please note that our operative technique states that power insertion should be stopped approximate 1 cm before engaging the screw head in the plate, since power may damage the screw/plate interface, leading to screw jamming. Final tightening of the locking screw is always to be performed by hand using the 2.5nm torque limiter (702760) in combination with a screwdriver bit t15 (705015) and the t-handle (702427). Please find below the original applicable warnings of the operative technique axsos-st-14-en rev 1 axsos 3 titanium proximal humerus optech_2015-6882: "final tightening of the locking screw is always performed by hand using the 2.5nm torque limiter (702760) in combination with a screwdriver bit t15 (705015) and the t-handle (702427). Performing final tightening by hand will help to prevent over tightening of locking screws, and also ensures that these screws are tightened to a torque of 2.5nm. Use low speed only and do not apply axial pressure if power screw insertion is selected. Stop power insertion approximately 1cm before engaging the screw head in the plate. Power may negatively affect final screw insertion, and if used improperly, may damage the screw/plate interface (screw jamming). This may lead to the screw head breaking or being stripped. Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the 2.5nm torque limiter. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with 2.5nm torque limiter on)." In addition, the instruction for use (v15013 rev m non active implant IFU ot-IFU-105 rev 2) states: ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. For your information, avail yourself of the training courses and publications offered.'' The device inspection revealed the following: the locking screw cat# 661050 results not aligned perpendicular to the plate/hole. Its head is worn because of surgeons¿ unsuccessful attempts of removal. An axsos screwdriver (ref# (B)(4)) was used to try to remove the screw from the plate, but this resulted impossible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the nurse that during surgery a cold welded occured, details will follow (B)(6) approx. Update: following a meeting with the surgeon in (B)(6), it was reported that during this surgery he did not use the torque limiter and that he used the power tool till the end of screw insertion